Event description:
Operative report reveals "the echocardiogram showed a large central aortic regurgitation leak...it was determined that we would need to replace that valve so the patient was placed back on bypass and the aortic root was opened. The valve showed a central orifice lesion and it was determined that the valve needed to be replaced, which was carried out. It was a central orifice of the valve leaflets and it was determined that this was not satisfactory, since it was a central jet. The valve was removed and once again was excised." Intra-op tee report states "[upon] initial separation from cardiopulmonary bypass, there has been noted to be an interval replacement of the aortic valve with a bioprosthetic valve. There showed to be 3+ aortic insufficiency along the left coronary cusp and possible small perivalvular leak along the left coronary cusp. Because of this was returned to cardiopulmonary bypass and second bioprosthetic valve was placed."

Manufacturer narrative:
Device evaluation: the explanted device was returned and evaluated; as received, surface damage was observed on leaflet 2 at commissure 3, approx 5mm in length and two surface damages on leaflet 3, one at commissure 3 approx 5mm in length and one approx 3mm in length at commissure 1. Damages appeared to be serrated. No visible inconsistencies observed on remaining leaflet. Approx 80% of the sewing ring was also cut and the wireform was exposed in the cut areas. Wireform was also exposed on the outflow on commissure 3. The xray demonstrated wireform between commissures 1 and 3 was also bent outward. The condition of the returned device does not allow functional testing of the valve. The above disruptions are possibly due to the explant procedure, and would not pass edwards inspection. Additional manufacturer narrative - the explanted valve was received, however the condition of the returned valve does not allow functional testing in a pulse duplicator. Moreover, echocardiography imaging was not provided, thus the performance of the valve in vivo could not be evaluated as well. All edwards valves undergo 100% inspection prior to release and it is unlikely the observed damages occurred during manufacturing or prior to release. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Therefore, no definitive root cause of this event can be determined at this time. There has been no information to suggest a device quality deficiency related to this event. These events are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. No further action is required at this time, edwards will continue to review and monitor all events.

Manufacturer narrative:
The explanted device was received but evaluation has not yet been completed. Device evaluation results and edwards conclusions will be reported once completed.

Event description:
It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted at implant. After the patient came off pump, echo showed that one leaflet was not opening. Patient is reported as stable. No further information provided.